Event description:
International customer reported that a pt developed a seroma five days following a modified radical mastectomy. The pt underwent needle aspiration to drain the seroma. The surgeon indicated that there is no causal relationship of the event to the device.

Manufacturer narrative:
Seroma developed - conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.